Manufacturer narrative:
Product event summary: the full lead was returned, analyzed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was septic approximately six weeks after the implant of their implantable pulse generator (ipg) system. The source of the infection is unknown. The infectious disease physician recommended the removal of the entire implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.